Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. Pump received with a scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's screen had scratches. The customer's blood glucose level was 159 mg/dl. The customer reported that there was a large scratch on the screen at the bottom center of the screen of about an inch long. The customer stated they can not read the display and it makes it hard to read certain aspects of the screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.